Manufacturer narrative:
Because the complainant neither provided lot information nor returned the device for evaluation, (B)(4) has been unable to confirm the validity of the complaint or determine its cause.

Event description:
The initial reporter stated that curlin tubing leaks when used with a particular spike manufactured by bbraun. (B)(4) has contacted the reporter, and is awaiting further information. No patient involvement was reported. (B)(4).